Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple episodes of non-sustained oversensing were recorded. Loss of pacing support was noted. It was noted that the ventricular max sensitivity had been programmed to .4 mv and there was no oversensing in real-time. Programming changes were recommended. Device remains implanted.